Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, when the physician opened the stent to cross the lesion, the physician noticed the damage in the struts of the stent; therefore, the device cannot cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the proximal half of the stent were bunched and damaged so that the stent was located 6 mm distal to the distal end of the proximal markerband. However, it was noted that the distal end of the stent was in place. The bumper tip of the device showed no signs of damage. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the inner was kinked at several locations distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, when the physician opened the stent to cross the lesion, the physician noticed the damage in the struts of the stent; therefore, the device cannot cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).